Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately two years and seven months following the implantation of a transcatheter bioprosthetic valve, the patient developed severe central aortic regurgitation. A second valve implant using a balloon expandable valve was planned as treatment.

Event description:
It was reported that approximately two years and seven months following the implantation of a transcatheter bioprosthetic valve, the patient developed severe central aortic regurgitation. A second valve implant using a balloon expandable valve was planned as treatment. Additional information was reported that one day following the implant of the first transcatheter bioprosthetic valve, transthoracic echocardiogram (tte) showed a grade three dysfunction that included trivial central aortic regurgitation, severe paravalvular leak (pvl) and severe total aortic prosthetic regurgitation. Diastolic mitral regurgitation was noted. No treatment was reported at that time. Approximately three years and four months following the implant of this transcatheter bioprosthetic valve, structural valve deterioration (svd) and severe hemodynamic valve deterioration (hvd) was identified. The transthoracic echocardiogram (tte) showed an a new occurrence or increase of =2 grades of intra-prosthetic aortic regurgitation (ar) resulting in =severe ar. A redo transcatheter aortic valve implantation (tavi) was required. A successful valve-in-valve procedure was performed. The second tav implanted was a non-medtronic valve and the outcome was no or trivial ar.

Manufacturer narrative:
Updated data: a2 b3 b5 - second paragraph b7 d6 h6 g2 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.